Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. A visual inspection was performed, and no defects were identified. Functional testing was performed, and leaks were detected. The reported failure was confirmed. The root cause can be attributed to manufacturing. Corrective actions have been implemented to address the reported failure.

Event description:
It was reported that the cassettes are leaking. No patient was involved.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any MDR reports associated with it.